Event description:
Additional information received indicated the patient presented in clinic and it was discovered the ble issue resulted from excessive ble communication which switched the icm to ble lockout mode. The ble issue was resolved via a simple interrogation of the icm. There were no reported patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Corrected data: h8 field previously left blank, now checked as initial use of device.